Manufacturer narrative:
Citation: kido t et al. Early clinical outcomes of right ventricular outflow tract reconstruction with small caliber bovine jugular vein conduit in small children. J artif organs. 2016 may 28. [Epub ahead of print] date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature review regarding early clinical outcomes of right ventricular outflow tract reconstruction with contegra valved conduits in pediatric patients. All data were collected from a single center between april 2013 and april 2014. The study population included 13 patients (mean age 8 months, mean weight 5.5 kg), all of which were implanted with medtronic contegra conduit (serial numbers not provided). Patient (B)(6) received a contegra conduit at (B)(6). Post-operatively the patient was noted with conduit stenosis with a pressure gradient of 66 mmhg. The patient underwent a reoperation for a transcatheter balloon pulmonary angioplasty, which reduced the pressure gradient to 39 mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
A search of medtronic's global complaint handling database with the provided model/serial numbers returned no matching records. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author on patient 6 provided the implant date, event date, date of birth, and model/serial numbers ((B)(4)).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.